Event description:
The core universal driver was sent for eval due to being running without user activation during a procedure, which was completed with a readily available alternate device without any procedure delay, and no adverse consequences were reported.